Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient¿s pump went empty on (B)(6) 2019. The low reservoir alarm occurred on (B)(6) 2019 and the hcp saw a code of 61 (low reservoir alarm occurred) on the tablet too. It was noted that the patient was due for a refill. The patient was in the clinic on the date of the report getting the pump refilled. It was unknown if the patient had any symptoms related to the event. No further complications were reported/anticipated.